Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2023-aug-03: information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that pt's ins has been "dead" for five years and inquired on how to proceed with an MRI. Caller confirmed that pt stopped using the device because it "never worked for them". Caller requested a manufacturer rep resentative (rep) to come charge the ins. Caller and patient have been attempting to recharge ins but continue to receive "reposition antenna" screen and patient noted ins has been dead for 7 years. Transferred to national answering service (nas) number. 2024-nov-04: additional information was received from the patient. They reported that the cause of the implantable neurostimulator (ins) being dead is that the they had not been charging anymore; unit was inactive from 2017-2024. Patient reported that the unit was not relieving pain anymore. All programs were exhausted. No actions will be taken to resolve the issue. Patient proved MRI safe mode was reached. Codes show it will not charge. Patient reported that the issue was resolve, MRI done safely. Stimulator is out of service.